Event description:
Report received of the device failing to sound an audible tone on channel b during preventive maintenance. There was no reported adverse pt events while the pump was in clinical use.